Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced an aberrant sling bladder puncture and continuous drainage the day after supris mesh placement surgery, worse incontinence, mesh erosion. A posterior colporrhaphy with soft tissue was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.